Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 47 mg/dl. Cause was not known. Customer consumed carbohydrates to manage the situation. The customer was using a pump with control-iq software activated. Technical support recommended that the customer consult with a healthcare provider to discuss factors that may be affecting blood glucose levels, and the customer acknowledged this advice.